Event description:
The customer reported to olympus, static and camera disconnected when the evis exera ii video system center was touched. Additionally, the unit had intermittent flickering of the image. This report is being submitted for intermittent flickering of the image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the video connector was bad which caused static and when touched the camera would disconnect, there was minor corrosion on the bottom of the chassis and the software was up to date version 4.0. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that additional information related to the event was received by the manufacturer from the customer and added to section b5.

Event description:
The customer confirmed the reported event was observed during preparation for use for an unknown procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video connector could not be determined. Olympus will continue to monitor field performance for this device.